Manufacturer narrative:
(B)(4). "Leaflet tear." Device not returned. Additional manufacturer narrative: unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Although the root cause cannot be investigated, the reported regurgitation was likely due to the "leaflet tear" noted by the health-care provider. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 15 years, due to regurgitation. The health-care provider also noted "leaflet tear." No other details reported. Despite repeated attempts to receive further information regarding the event, no additional information was received. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Based on the operative report 'findings,' examination by transesophageal echocardiogram revealed severe prosthetic valve aortic insufficiency with what appeared to be a small paravalvular leak. On direct examination of the valve we found that the leaflet for the leaflet coronary cusp was torn severely and the noncoronary leaflet at the same commissure was also torn. At the top of the commissure between the non and right cusp there was also a little destruction of the leaflet but on careful examination of the annulus we did not find any paravalvular leakage. The subject valve was then carefully removed and a 23mm edwards valve was re-implanted. The valve seated nicely and sutures were ligated and divided. The patient was gradually weaned from cardiopulmonary bypass without difficulty. The patient was returned to his room on intensive care status in stable hemodynamic condition. Unfortunately, the subject device was not returned. Therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be investigated, per the operative report findings, 'on direct examination of the valve we found that the leaflet for the leaflet coronary cusp was torn severely and the noncoronary leaflet at the same commissure was also torn.' Which likely was the cause of the severe prosthetic valve aortic insufficiency. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.